Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR)revealed no complaint related anomalies. The device history record shows this lot of lcp clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 3.5mm lcp superior and superior anterior clavicle plates are part of the modular clavicle plate system. The system is designed to stabilize by fixation for fractures, malunions, nonunions and osteotomies of the clavicle. The technique guides were reviewed for the proper application of these implants. ((B)(4)). One 3.5mm superior anterior stainless steel clavicle plate (part# 02.112.026, lot# 6226543, mfg sep2009) was returned, along with six screws (four 3.5mm locking screws and two cortex screws). These items were explanted as a result of a revision surgery which was performed due to a non-union. Per this complaint it was reported that ¿the patient underwent revision surgery to remove a clavicle plate and screws due to non-union. Screw loosening was discovered and the surgeon suspected the screw loosening was due to the patient returning to weight lifting (crossfit) too soon.¿ this complaint of non-union was confirmed from the x-rays. The devices were received with no major damage, the plate surface has a few minor scratches. The drawings for this plate were reviewed ((B)(4)) and the design, materials and finishing processes were found to be adequate for the indicated use of this implant. This complaint was confirmed by the x-rays. While the root cause cannot ultimately be determined by the condition of the returned implants, give the statement from the surgeon ¿the screw loosening was due to the patient returning to weight lifting (crossfit) too soon,¿ excessive strain from the patient led to this complaint. The design of this device did not contribute to the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2014 to remove a clavicle plate and screws due to non-union and delayed healing. The original surgery was on (B)(6) 2014, at which time a clavicle plate (02.112.026) and 3.5 mm cortex and 3.5 mm locking screws were inserted. It was reported that on (B)(6) 2014 screw loosening was discovered, believed by the surgeon to be due to the patient returning to weight lifting (crossfit) too soon. On (B)(6) 2014, the plate was removed and 2 of the 3.5 mm locking screws were found to be loose and completely disengaged from the plate. A new plate was applied with a satisfactory reduction. The report indicated there was no delay in procedure and the patient had no further incidents. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.